Event description:
It was reported that during a colon resection procedure, the clips were delivered scissored. The first three clips were ejected outside of the device and the 4th clip was delivered crossed. All clips were removed from the pt. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.